Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The right rear wheel had a bent axle, and is now making a loud sound when you push it. The bearings are no good.